Event description:
It was reported the customer received a no delivery alarm on their insulin pump. Troubleshooting found the customer was able to perform a manual prime and a fixed prime. Customer was advised to change their infusion set. The customer's blood glucose was 299 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.